Manufacturer narrative:
Reported event: an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: rob1196 - mps reporting that the surgeon noticed their tka cuts were off by 5 mm. Work performed: reported problem ¿ surgeon noticed their tka cuts were off by 5 mm. Observation ¿ could not duplicate the problem. Action taken ¿ unable to reproduce the problem. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed; system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps is reporting that the surgeon noticed their tka cuts were off by 5 mm. Case type / application: tka.

Event description:
Mps is reporting that the surgeon noticed their tka cuts were off by 5 mm. Case type / application: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.